Event description:
It was reported that the pump was let to run dry as the patient was searching for a new provider. The healthcare provider (hcp) stated that it was an issue of getting the patient to a practice that would refill the pump. A non-critical alarm due to low reservoir occurred. The patient was maintained on oral baclofen and the pump was refilled on the day of the report, (B)(6) 2013. The patient¿s dosed was decreased by half from the dose prior to the pump running dry as the patient had not had intrathecal baclofen for 3 months. It was noted that there were no issues with the device system. There were no patient symptoms. Patient outcome was reported as no injury. The device system delivered compounded baclofen.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).